Event description:
It was indicated that on (B)(6) 2010 the pt had a hysterectomy and a monarc sling implanted. Additional info indicates the pt has been "uncomfortable since. I (patient) have problems trying to sit, can never get comfortable." The pt also indicated that she is exhausted and miserable and is unable to have personal relations with her husband. The pt states she has "constant pain in groin area, between thigh and labia, and lower back, front pubic bone area, abdomen and hips. Lately I (patient) have to urinate more frequently and feel like I cannot wait very long to go to the bathroom." The pt also indicates problems "holding back flatulence and sometimes it is a major chore to have a bowel movement. When I set upright my crotch area goes to sleep - so I cannot sit very long."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.